Event description:
It was reported that during a low anterior resection da vinci s procedure, the monopolar curved scissors instrument wrist cable broke. The instrument was immediately replaced with another instrument of the same type. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found one grip close cable is frayed at the scissor grip. Engineering concluded that the frayed cable was caused by a peak across the cable groove at the grip hub. Engineering also observed the distal end of main tube has a 1.5 inch long section with light material removed on one side. The damaged area is located 3 inches above the proximal clevis and is parallel to the tube axis with a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Add'l investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if add'l info is received.